Event description:
During the procedure, the catheter broke off outside the patient's body and was exchanged with a new one without problems. There was no adverse consequence to the patient. It is not yet known if a guidewire was used. The device broke 5cm distal from the hub while taking it out of the sheath.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.